Event description:
During an atherectomy of the right lower extremity using the "hawkone directional atherectomy system" the tip of the system broke and was lodged in the patients right femoral artery. Provider was able to retrieve the broken tip and successfully remove it. Promptly after the tip was removed fluoroscopy was taken of the area to assure no missing pieces were in the patient. Medtronic rep was contacted.